Event description:
Report received indicated the pt had a red, itchy, intact rash under portions of the mass and border, in no particular pattern. No further info was provided and the pt outcome was not reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.